Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The analysis found no anomalies. (B)(4). 6947 implantable tachy lead 2010 (B)(6).

Event description:
It was reported that a device interrogation showed invalid data for the cardiac compass and rate histograms. It was noted that the patient had undergone 42 radiation treatments for prostate cancer and that a memory error occurred due to the radiation. The device was interrogated and full device functionality is expected. The device remains in use. No patient complications have been reported as a result of this event.